Event description:
It was reported the twist lock anchor in the kit would not go over onto the lead. The anchor was not usable for the trial and another anchor was used. No patient symptoms were noted at time of this report.

Manufacturer narrative:
Concomitant products: product ID neu_tlock_anchor, serial# unknown, implanted: (B)(6) 2013, product type accessory; product ID neu_tlock_anchor, serial# unknown, implanted: (B)(6) 2013, product type accessory. (B)(4).